Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with columbus tibial plateau. The patient has recently complained of knee pain at consultation, approximately 7 months post-operation. The surgeon considers that the tibia may be loose. It has yet to be determined if the cause is infection related. They are awaiting the results and the surgeon wants to eliminate the possibility that the cause of the pain is implant related. The operation occurred approximately 7 months ago and the initial complaint was received on 28.11.19. The surgeon implanted total knee replacements approximately 7 months ago. Additional information received: product code is (B)(4). Either batch number 52467140 or 52467500 was used. Additional details have been requested. The adverse event/malfunction is filed under (B)(4).

Manufacturer narrative:
Manufacturing site evaluation: we received a complaint about one nn077k -> columbus cr/ps tib.plateau cemented t4 from the sports surgery clinic, dublin, ireland. Up to now, the complained device is not available for investigation, because the nn077k is still implanted. Revision operation is scheduled. Investigation no product at hand, therefore a failure description is not possible. Batch history review the device quality and manufacturing history records have been checked for the provided lot numbers (52467140 and 52467500) and found to be according to our specification valid at the time of production. No similar incidents have been filed with products from these batches. Conclusion and root cause based on the information available it is not possible to determine a possible root cause for the failure. Most probably the failure is not product related. Rationale in the light of the information received up to now and due to the circumstance that we did not receive the complained device for investigation, it is not possible to determine a definitive root cause for the mentioned failure. There are no hints for a material problem. According to the quality standard and DHR files (of both mentioned lot numbers) a material defect and production error was not found. Corrective action according to sop sa-de13-m-4-2-04-000-0 (corrective action & preventive action) a CAPA is not necessary.